Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Based on a related case MFR# 3009862700-2026-02106, customer care recommended the user to perform a manual data synchronization and a diagnostic upload. The user completed the manual data synchronization and confirmed that they do not have a compatible device to perform a device upload (du). As a proactive troubleshooting measure, customer care recommend the user to perform a sensor-relink to allow the system to reinitialize and correct any potential calibration misalignment. The user stated that they had already completed the re-link process and initialization period; however, the issue persisted. A review of the data management system (dms) showed no documented evidence of a re-link process. Despite this, the user stated that the process had already been completed, requested a sensor replacement, and declined additional troubleshooting. No further resolution was possible.